Event description:
It was reported that the customer was hospitalized due to hyperglycemia, with a blood glucose reading of 480 mg/dl. The customer's diabetes educator stated that the customer had changed her infusion set the same day as the event and nothing led up to her elevated blood glucose levels. The customer stated that the insulin pump suspends itself. Programming was correct and troubleshooting was performed. The insulin pump passed the fixed prime. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.